Event description:
It was reported that lead fracture was observed. The patient requested device be removed and did not want to not be re-implanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that patient received inappropriate therapies.